Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requestd, the following was obtained: - did the reported issue contribute to any patient adverse consequences? No - is the product available for return? Yes. - please provide the source or name and email of person providing answers to follow-up questions contact: (B)(6). Contact role: distributor email address: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A photo has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that a needle broke. During a dog sterilization procedure, the needle on a 3-0 monocryl suture bent and broke while closing the subcutaneous tissue. Attached is a photo of the needle/thread after it broke and a photo of the suture package from that batch. Needle bending has been experienced in this batch before, but on this occasion the needle fractured. There were no patient consequences reported. Additional information was requested.